Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000 analzyer. The following results were provided: sid (B)(4) initial 58.18 (positive), repeated negative (no result provided). There was no impact to patient management reported. No further details were available.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and review of the certificate of analysis. No adverse trend was identified for the customer's issue. Labeling and the certificate of analysis were reviewed and found to be adequate. The product was not available for return. The reagent lot was expired by over 8 months when used by the customer. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.